Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient stated that she used to have a lot of uti's before her procedure and stated she would have to go to the ER for the uti's. The patient mentioned that she is currently experiencing some bleeding at the incision site and soreness of the buttocks. She had also increased her stimulation to 0.3 volts and felt quite a bit of discomfort so she lowered her stimulation to 0.2 volts and is comfortable now. Patient is unable to void at all and she is in a lot of pain. Patient said "ouchie" during phone call. Support link referred her to her clinician. No device issues were reported.